Event description:
According to the reporter, during a sleeve gastrectomy, upon preparation, prior to patient contact, the handle was checked, it was c harged and turned on. When the assistant entered the handle in the shell it turned off and did not turn on again. To resolve the urgency, a manual handle was given to the doctor to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h5, h6, h8 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was received in visually good condition with a completely depleted battery. Functionally, the handle was placed on a device to attempt to charge. After removing the handle from the charger, the handle did not initialize. The battery log files were downloaded. The handle's battery was replaced with a known working one. The device tested satisfactorily. A loading unit was attached and calibrated, clamped, and articulated without difficulty. The logs were evaluated. The cause of the reported condition could not be reliably determined. It was reported that the power pack shuts off and the device lost functionality. The reported issue was confirmed. The most likely cause could not be established from the information available. Additionally, the investigation detected an unreported condition of the cell balancing differential limit being exceeded that has no relationship to the reported condition. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause for cell balancing failure has been identified as inaccuracies in the cell voltages reported by the bq chip. While these inaccuracies are small, they are significant relative limit for cell balancing. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, upon preparation, prior to patient contact, the handle was checked, it was charged and turned on. When the assistant entered the handle in the shell it turned off and did not turn on again. To resolve the urgency, a manual handle was given to the doctor to complete the case. There was no patient injury.